Manufacturer narrative:
Tech support and regional supervisor advised the customer on options they have to troubleshoot the issue. Customer performed 3 bilateral photorefractive keratectomy (prk) after this situation and had no issues. Patient with the wrong eye treatment warning was brought back for treatment and the procedure was completed successfully, no wrong eye treatment issues with this final procedure. Laser is working to the customers satisfaction. No service is needed at this time. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer contacted reported that they had an issue with a patient where they were trying to treat the left eye and the laser was saying they were on the wrong eye. Bandage contact lens (bcl) was placed on photorefractive keratectomy (prk) treated eye since the procedure was not able to be completed due to system issue.